Manufacturer narrative:
It was noted that the device was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) analyzed. Data analysis showed the device was exhibiting behavior consistent with battery voltage too low for the projected remaining capacity, and the battery appeared to be depleting more quickly than expected. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.